Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed. Extension: model # 3095-10, lot # nah004562n, implanted: 1999 (B)(6), explanted 2012 (B)(6). Lead: model # 3080, lot # l73030, implanted: 1999 (B)(6), explanted: 2012 (B)(6). Anchor: lot # unknown, explanted: 2012 (B)(6). Programmer: model# 3031, lot# nbw003723p.

Manufacturer narrative:
Final analysis of neurostimulator model 3023 (B)(4) showed normal end of life; no telemetry, no output. Final analysis of extension model # 3095-10 lot # nah004562n showed body cut through, product segmented. No significant anomaly. There were 2 segments, proximal and distal. Conductor(s) cut. Body insulation cut thru, extension segmented. Cut extension to cut lead. Continuity acceptable; no shorts between circuits. Final analysis of lead model # 3080 lot # l73030 showed body cut through, product segmented. No significant anomaly. Two segments returned, proximal, distal. Conductor(s) cut. Body insulation cut thru, lead segmented. Cut extension to cut lead. Outer insulation separated at butt joint. Outer insulation pinched. Pre-attached anchor cut. No shorts between circuits; continuity acceptable.

Event description:
It was reported that the stimulator and leads were explanted 2012 (B)(6) - "does not work". No new implants. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.